Event description:
A radiograph was taken and alleged to contain artifacts that did not allow it to be read properly. A second radiography was taken.

Manufacturer narrative:
Kodak received the screen and cassette for evaluation. Our evaluation included creating and printing flat filed images and a physical examination of the screen. The flat field images were printed at an extreme contrast in order to enhance any image artifacts. The flat field images showed artifacts that were classified as fingerprints, wipe marks and edge speed loss. The physical examination did not show any physical damage to the screen. Artifact investigations conducted by kodak have shown that: - fingerprint artifacts are caused by direct contact of an unprotected finger/hand with the screen surface. Many lotions and waterless hand cleaners contain chemicals that can damage phosphor screens. - wipe marks are typically caused by direct contact of a unproctected finger/hand with the screen surface. Many lotions and waterless hand cleaners contain chemicals that can damage phosphor screens. - wipe marks are typically caused by cleaning solutions that contain damaging chemicals such as isopropyl alcohol. Kodak recommends using kodak min-r screen cleaner, kodak min-r screen cleaner wipes or kodak intensifying cleaner and antistatic solution for cleaning screens. - edge speed loss occurs when damaging chemicals are introduced to the screen surface through the edges of the cassette. This usually occurs when the cassette is disinfected. The affected cr screen was removed and replaced with a new cr screen.